Event description:
The customer contacted abbott regarding two failed calibrations for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. The customer confirmed the axsym bulk solutions were not expired, and that other maintenance was performed. The customer attempted to recalibrate a third time and was unsuccessful, and error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. The customer attempted recalibration for a fourth time and error code 1111 was generated again. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted, when the investigation is complete.